Event description:
The customer reported to olympus that the colonoscope contained seeds which they were unable to remove for an unspecified diagnostic procedure. The issue was found during reprocessing. There were no reports of delays. There was no patient involvement or impact associated with this reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation it was found that the device was unable to be dunked during the scope leak check due to foreign material, the cleaning brush was unable to pass through the suction cylinder pointing down, foreign material in the suction cylinder, the radio frequency identification (rfid) label was damaged, the insulation had the 4t/s megaohm value and no drop in readings, the plastic distal end cover had chips and dents, the objective lens and the light lens glue was old, the bending section cover glue had a crack, the insertion tube had scratches and sneakiness, the control body label was damaged, the light guide tube had minor scratches, and the scope connector label was damaged, and had deformed contact pins, and the advanced diagnostics fluid dry and the wet detection sticker (wds) was activated. The device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer believes that the found foreign material was seeds. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with water, the device was presoaked in the detergent solution, and the device was cleaned with lint-free cloths/brushes/sponges. Additionally, the customer had difficulties with brushing the instrument channel, channel ports, and the suction cylinder due to the existing clog. The facility connected the scope-to-scope buddy to run water through it and enzymatic detergent to try and flush debris out and it was also unsuccessful. The facility did have any concerns about the reprocessing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
H10: per the customer¿s response, the reprocessing steps at the material residue point were not deviated from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is preventable and detectable by handling the device in accordance with the following sections of the instructions for use: -IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. -IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.